Event description:
The customer contact reported that the device alarmed with an s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device was warm to touch and the fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all information known by the reporter upon query by hospira personnel.